Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 131 mg/dl. The customer was able to rewind the insulin pump. The insulin pump alarmed failed battery test. The insulin pump also had a blank display. Customer stated that she was at a football game when she felt burning at her site, when she looked down she could see the piston moving and when she pulled the site out the insulin was squirting out. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.